Event description:
It was reported that there are high impedances on the right ventricular (rv) and left ventricular (lv) leads. It was also reported that the device was switched off with the understanding that the patient was to consult with their cardiologist concerning an rv lead revision. No further changes and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.